Manufacturer narrative:
Final product manufacturing and qc record for cov2020155 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov2020155 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). The user appears to have performed the test procedure correctly, but a result did not develop.